Event description:
This lead was implanted on (B)(6) 2014 and remains implanted at this time. A product experience report stated that on (B)(6) 2016 lead conductor issue was suspected due to impedance of >2000 ohms and presence of oversesing noise resulting in pacing inhibition causing the patient to fall. The physician was (B)(6) at (B)(6) clinic in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).